Event description:
Related manufacturer's reference number: 2017865-2021-35447. Related manufacturer's reference number: 2017865-2021-35448. It was reported that the patient presented in the clinic. It was discovered that the patient pocket was infected, and the device had eroded resulting in the patient experiencing redness and fever. Bacterial culture was performed and results determined that there was presence of staphylococcus aureus. The physician opted to perform a full system explant. The patient was in stable condition.